Manufacturer narrative:
The field service engineer adjusted the rinse water levels. Mechanism checks were performed and there were no issues. Controls were run and recovered within specifications. Precision studies were performed. The investigation determined the issue is consistent with mis-adjustment of the rinse levels in combination with insufficient pre-analytic sample handling. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for triglycerides on a cobas c 503 analytical unit. The sample initially resulted in a triglycerides value of 8.26 mmol/l. The clinician requested a repeat of the sample. The sample was repeated on (B)(6) 2025, resulting in a triglycerides value of 0.695 mmol/l.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). Calibration data was acceptable. Quality control data is primarily within specifications except for some outliers. Control reruns were performed. A review of alarm trace data from (B)(6) 2025 showed 6 abnormal aspiration alarms. The investigation is ongoing.